Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The available information suggests the device was retained by the hospital. If additional information becomes available, or upon completion of analysis if the device is returned, a supplemental report will be issued.upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.

Event description:
It was reported that this pacemaker was implanted approximately 2.5 years ago, however displayed a remaining longevity of five years. Data analysis revealed the device battery appeared to be depleting earlier than expected. Device replacement, of an additional data analysis at a later date, was recommended. No adverse patient effects were reported. Additional information was received indicating this device was explanted and replaced. No additional adverse patient effects were reported. The device was later returned for analysis.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The available information suggests the device was retained by the hospital. If additional information becomes available, or upon completion of analysis if the device is returned, a supplemental report will be issued.

Event description:
Additional information was received indicating this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Records indicate this device remains in service at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker was implanted approximately 2.5 years ago, however displayed a remaining longevity of five years. Data analysis revealed the device battery appeared to be depleting earlier than expected. Device replacement, of an additional data analysis at a later date, was recommended. No adverse patient effects were reported.